Manufacturer narrative:
Evaluation results/conclusion: films and operative reports were not received, aneurysm and vessel morphology from the time of implanted are unk, unk cause of migration, migration.

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 5 yrs. And 7 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that distal stent graft migration was noted on a CT scan 59 months post implant, and the aneurysm sac increased in diameter by 5 mm since the previous visit. It is unk whether intervention has been performed and no additional clinical sequelae were reported.